Event description:
This report pertains to severe burns to the gums during the zoom 2 teeth bleaching system. During the procedure, the uv lamp over my teeth caused intense pain on my upper gums and teeth, which turned red at first, then the color changed to purple. It has been six days since the teeth whitening procedure and my gums look pus-like with need for debridement. Of note, the color of my teeth have reverted back to its former color only after 6 days of zoom 2 whitening in the dentist's office.